Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mersilene mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/6/2018. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6)2006 and mersilene was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2012 and bs-repliform was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2013 and gynemesh and bs-repliform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.